Manufacturer narrative:
Information contained in this report was previously submitted through psr on 16/oct/2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "inflammation/irritation and lump/nodule" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump/nodule and inflammation/irritation.

Event description:
Patient reported left side "unusual pain, tingling, swelling, numbness, or burning of the breast, hard knots or lumps surrounding the implant or in the armpit," and "a lump or thickening in or near the breast or in the underarm area." Healthcare professional additionally reported "patient's concern with the product". Device was explanted.

Event description:
Patient reported left side "unusual pain, tingling, swelling, numbness, or burning of the breast, hard knots or lumps surrounding the implant or in the armpit," and "a lump or thickening in or near the breast or in the underarm area." Healthcare professional additionally reported "patient's concern with the product". Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, deformation, red and yellow particles. And was observed after autoclave cycle: cloudy gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.